Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the subclavian artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation, the pressure could no longer be increased after reaching 4 atmospheres (atm), despite that the rated burst pressure was 20 atm. When the balloon was withdrawn, upon pressure decreasing, it was noted that the contrast in the pump was mixed with blood, indicating that the balloon was leaking. After removal from the patient's body, liquid was injected into the balloon with a syringe, and it was noted that there was a pinhole on the balloon body. The procedure was completed with a new 10x40 mustang balloon followed by a 10x37 bsc ld stent. There were no patient complications nor injuries reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 23mm proximal of the distal markerband to 8mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis. E1: (B)(6).

Event description:
It was reported, that balloon rupture occurred. The 80% stenosed target lesion was located in the subclavian artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation, the pressure could no longer be increased after reaching 4 atmospheres (atm), despite that the rated burst pressure was 20 atm. When the balloon was withdrawn, upon pressure decreasing, it was noted, that the contrast in the pump was mixed with blood. Indicating, that the balloon was leaking. After removal from the patient's body, liquid was injected into the balloon with a syringe. And it was noted, that there was a pinhole on the balloon body. The procedure was completed with a new 10x40 mustang balloon, followed by a 10x37 bsc ld stent. There were no patient complications nor injuries reported. And the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility: (B)(6). E1: initial reporter phone: (B)(6).